Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone /o.s 16.3/ app version- 2816120. A customer reported that while using the freestyle librelink, the sensor¿s alarm failed to sound when the customer¿s blood glucose was low. As a result, the customer experienced convulsions and was unable to self-treat, requiring oral glucose from a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle librelink, the sensor¿s alarm failed to sound when the customer¿s blood glucose was low. As a result, the customer experienced convulsions and was unable to self-treat, requiring oral glucose from a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.